Manufacturer narrative:
A supplemental report is being submitted for additional event information. Product event summary: six (6) batteries (bat751787, bat751783, bat751781, bat751776, bat751773, bat751772) were not returned for ev aluation. Log file analysis revealed that the controller in use during the reported event, con316252, contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat751787, bat751783, bat751781, bat751776, bat751773 and bat751772 within the analyzed period. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the associated power sources in accordance with the requirements under fsca cvg-18-q4-19 on 25-jul-2018. While the products were not available for physical analysis, the most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-mar-2019 / serial or lot#: bat751783 UDI #: (B)(4) d9: no h3: yes h4: mfg date: 30-mar-2018 h5: no h6: patient ime code(s): e26 h6: imf code(s): f26 h6: img code(s): g0403401 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-mar-2019 / serial or lot#: bat751781 UDI #: (B)(4) d9: no h3: yes h4: mfg date: 30-mar-2018 h5: no h6: patient ime code(s): e26 h6: imf code(s): f26 h6: img code(s): g0403401 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-mar-2019 / serial or lot#: bat751776 UDI #: (B)(4) d9: no h3: yes h4: mfg date: 30-mar-2018 h5: no h6: patient ime code(s): e26 h6: imf code(s): f26 h6: img code(s): g0403401 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-mar-2019 / serial or lot#: bat751773 UDI #: (B)(4) d9: no h3: yes h4: mfg date: 30-mar-2018 h5: no h6: patient ime code(s): e26 h6: imf code(s): f26 h6: img code(s): g0403401 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-mar-2019 / serial or lot#: bat751772 UDI #: (B)(4) d9: no h3: yes h4: mfg date: 30-mar-2018 h5: no h6: patient ime code(s): e26 h6: imf code(s): f26 h6: img code(s): g0403401 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data and the batteries subsequently tested out of specification during manufacturer¿s analysis. The batteries remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited potential power switching. The battery remains in use. No patient complications have been reported as a result of this event.